Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty using the quick bolus feature when a sensor session was active on the continuous glucose monitor. Blood glucose was not impacted. Tandem technical support provided additional training in regards to quick bolus deliveries.